Manufacturer narrative:
(B)(4). H6: proposed component code: stem. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a shoulder revision from an anatomic construct to a reverse construct due to a greater tuberosity fracture. Attempts have been made and no further information has been provided.